Event description:
The pt services representative (psr) of a male pt contacted lifecor customer support to report that she was having difficulty obtaining a baseline for the pt. She stated that the side-to-side channel looked very good but the front-to-back channel looked to oscillate around the axis at about four second intervals. The psr had verified that the fit was good and that the pt was sitting still. She stated that the monitor connector to the electrode belt seems loose. When she tried to tighten the electrode belt to the monitor, the black collar on the monitor side would turn. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a broken locking connector for the electrode belt. The connector had become loose which prevented complete mating of the electrode belt to the monitor. This incomplete mating caused the front-to-back signal oscillation. The connector was repaired. The monitor was retested and then restocked. The root cause of the loose locking nut cannot be positively identified, but was likely an isolated manufacturing error. This is the first of this kind. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.